Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 150mm smart flex self-expanding stent (ses) delivery system jammed halfway through the release of the stent and the delivery system retracted without moving. Half of the stent was still in the delivery rod and the other half was exposed. The stent was able to be withdrawn with the handle of the delivery system and was easily removed from the patient. A non-cordis stent was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a femoral artery stenting procedure. The vessel characteristics at the target site included mild calcification, no tortuosity, and 80% stenosis. The operator underwent specialized training and has successfully used the smart flex delivery system many times. The device was stored and prepped per the instructions for use (IFU). During the attempted deployment, the smart sds was held flat and straight outside of the patient. There was an attempt to deploy the stent after it was removed from the patient. The device returned.

Event description:
As reported, a 5mm x 150mm smart flex self-expanding stent (ses) delivery system jammed halfway through the release of the stent and the delivery system retracted without moving. Half of the stent was still in the delivery rod and the other half was exposed. The stent was able to be withdrawn with the handle of the delivery system and was easily removed from the patient. A non-cordis stent was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a femoral artery stenting procedure. The vessel characteristics at the target site included mild calcification, no tortuosity, and 80% stenosis. The operator underwent specialized training and has successfully used the smart flex delivery system many times. The device was stored and prepped per the instructions for use (IFU). During the attempted deployment, the smart sds was held flat and straight outside of the patient. There was an attempt to deploy the stent after it was removed from the patient. The device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: as reported, a 5mm x 150mm smart flex self-expanding stent (ses) delivery system jammed halfway through the release of the stent and the delivery system retracted without moving. Half of the stent was still in the delivery rod and the other half was exposed. The stent was able to be withdrawn with the handle of the delivery system and was easily removed from the patient. A non-cordis stent was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a femoral artery stenting procedure. The vessel characteristics at the target site included mild calcification, no tortuosity, and 80% stenosis. The operator underwent specialized training and has successfully used the smart flex delivery system many times. The device was stored and prepped per the instructions for use (IFU). During the attempted deployment, the smart sds was held flat and straight outside of the patient. There was an attempt to deploy the stent after it was removed from the patient. The device was not returned as expected. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 350843 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent delivery system (sds) deployment difficulty partial deployment" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the IFU, after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly appose the vessel wall. With the distal stent markers and the distal end of the stent apposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly appose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop¿. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 150mm smart flex self-expanding stent (ses) delivery system jammed halfway through the release of the stent ad the delivery system retracted without moving. Half of the stent was still in the delivery rod and the other half was exposed. The stent was able to be withdrawn with the handle of the delivery system. There were no reported injuries to the patient or signs of infectious disease. This was during a femoral artery stenting procedure. The operator underwent specialized training and has successfully used the smart flex delivery system many times. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5mm x 150mm smart flex self-expanding stent (ses) delivery system jammed halfway through the release of the stent and the delivery system retracted without moving. Half of the stent was still in the delivery rod and the other half was exposed. The stent was able to be withdrawn with the handle of the delivery system and was easily removed from the patient. A non-cordis stent was used as a replacement. There were no reported injuries to the patient or signs of infectious disease. This was during a femoral artery stenting procedure. The vessel characteristics at the target site included mild calcification, no tortuosity, and 80% stenosis. The operator underwent specialized training and has successfully used the smart flex delivery system many times. The device was stored and prepped per the instructions for use (IFU). During the attempted deployment, the smart sds was held flat and straight outside of the patient. There was an attempt to deploy the stent after it was removed from the patient. The device was returned for analysis. A non-sterile unit of product ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for evaluation and thoroughly inspected. A kink was observed approximately 122 cm from the distal tip, and the proximal end of the outer sheath was found separated from the hemostasis valve at 128 cm from the distal tip. The stent was partially deployed, and the hemostasis valve was tightly closed. No additional abnormalities were noted on the returned device. Functional testing could not be performed due to the presence of a severe kink and the separated condition of the sheath. These findings along with the partially deployed stent, prevented normal functionality. The separated edges of the outer sheath were examined under a vision system, revealing evidence of elongation along the edge. Such elongations are typically associated with separations caused by material tensile overload. Therefore, it is concluded that the device was subjected to a tensile force exceeding the material¿s yield strength prior to separation. A product history record (phr) review of lot 350843 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿stent delivery system (sds) deployment difficulty ¿ partial deployment¿ was confirmed, as the device was received with the stent partially deployed. Visual inspection revealed separation of the outer sheath, and a kink located approximately 122 cm from the distal tip. Functional testing could not be performed due to the kinked and separated condition of the outer sheath, which prevented free movement of the inner shaft required for deployment simulation. Analysis of the separated regions demonstrated elongation along the sheath edges, consistent with material tensile overload. These findings indicate that the delivery system was subjected to forces exceeding the material¿s yield strength prior to the observed separation and kinking, suggesting mechanical stress occurred during the procedure. Although the exact root cause of the event cannot be conclusively determined, the evidence suggests that a combination of handling conditions, procedural technique, and vessel characteristics likely contributed to the reported deployment difficulty. No device manufacturing or material anomalies were identified that could have contributed to the event. According to the instructions for use, which is not intended as a mitigation, examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis indicates the reported event is related to a design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.